Manufacturer narrative:
Other, other text: h10 ?device evaluation: one pneupac was returned for investigation in used condition. Device was received in with a damaged front panel, two small knobs were missing, and the other two were cracked. The frequency, tidal volume, and CPAP knob spun without stopping. The rotary flow valve was damaged and could not be spun smoothly. The investigator performed a lock off/ leak test. The customer reported product problems were confirmed during testing. The product issues resulted from an impact. The device was damaged by the customer. A user issue was therefore established as the root cause. The following damaged components were replaced: front panel, case labels, rotary flow valve, and small knobs. The ventilator then underwent preventative maintenance and subsequently passed all the functional tests.

Event description:
It was reported that smiths medical ventilatpor was dropped and it is leaking/ knobs are cracked. No patient involvement.